Event description:
A literature article described a randomized clinical trial that evaluated perioperative, oncological, and functional outcomes between robot-assisted laparoscopic prostatectomy (ralp) and open radical retropubic prostatectomy (rrp). The aim of the study was to evaluate differences in short- and long-term outcomes, including complication rates, quality of life, and functional recovery in patients undergoing these two prostatectomy techniques. The study included 171 patients that underwent ralp and 156 patients that underwent retropubic radical prostatectomy (rrp) in february 2014 to april 2018. One patient from the ralp group presented with late dysuria at the third postoperative month, and cystoscopy found a hem-o-lock clip extrusion into the bladder. A few days after, the hem-o-lock was spontaneously expelled. There were no specific da vinci device malfunctions reported, nor did the authors allege that isi products caused or contributed to any adverse events. Multiple requests for additional information from the designated author were made, but no response has been received.

Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. Citation: nahas wc, rodrigues gj, rodrigues gonçalves fa, sawczyn gv, barros gg, cardili l, et al. Perioperative, oncological, and functional outcomes between robot-assisted laparoscopic prostatectomy and open radical retropubic prostatectomy: a randomized clinical trial. Journal of urology [internet]. 2024 jul 1 [cited 2024 oct 30];212(1):32¿40. Available from: https://doi.org/10.1097/ju.0000000000003967. Section a: patient information - no specific patient demographics were provided for the patients. Study demographics included patients with a median age of 64 years in the robotic group; the gender is male according to the surgery type. Field b3: due to the lack of specific information regarding the event date associated with the adverse event, an alternate date, published date has been used. Section d - suspect medical device: due to the lack of specific information regarding the instrument associated with the adverse event, a generic material number was used.